Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked case near display window corners, battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
Customer reported that the screen of the insulin pump was scratched and that the rubber was missing from the reservoir compartment. Customer also reported that her blood glucose levels had been running high. Blood glucose level was 295 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).